Manufacturer narrative:
Product event summary: confirmed the customer complaint that the stylus was not accurate and that it seemed to be worse on the right side and therefore the overlay was replaced and the stylus calibrated.

Event description:
It was reported that the stylus is not accurate. Seems to be worse on the right side. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).